Event description:
It was reported by the patient they were extremely concerned when the clinic requested they come in to get their lead checked. Follow-up was conducted to obtain further information on the right atrial (ra) and right ventricular (rv) leads, but the attempts were unsuccessful. Records indicate both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that they experienced chest pain when using their arms and a manual saw and stated they also have "loose wires." Follow-up with the clinic noted a previous office visit and device check with no lead issues and a work-up done at that time for the reported chest pain. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.